Event description:
Suture kit opened onto sterile field, but not able to use as the packaged suture was already out of the holder. Device was not used on a pt. Opened second kit, and found the same. Third kit okay. Devices removed from field without loading on m-connector.